Event description:
As per additional information, no adverse event report or medical intervention required. Device was flushed with saline solution before use. Air was seen near valve and not inside the patient body. Procedure completed successfully with another sheath and there was 15 min delay reported.

Manufacturer narrative:
The device was used for treatment. Two 9f safesheath ii introducer sheaths were received without the dilators. There were no other accessories. Traces of blood were found on and inside both introducer sheaths. Both introducers were leak tested using a syringe. The first leak test was performed by flushing a full syringe of liquid through the stopcock/sideport tubing assembly once with, and once without the distal tip occluded with a thumb. No liquid leakage was observed out of the hemostatic valve/hub, sideport tubing or stopcock during these versions. Additionally, during the test where the distal tip was occluded, the full syringe of liquid could not be pushed into the device, further showing no leakage. The next leak test was performed by placing the sheath into liquid, and keeping the hub/valve and sideport out of the liquid, and aspirating liquid through a syringe. No bubbles were observed inside the syringe or sideport tubing during aspiration. No leak was detected. There were no manufacturing defects detected and no leaks detected when the sheaths were tested at oscor. The reason for return cannot be confirmed. The device history records were reviewed to confirm that the device passed all applicable in process and final inspections. Per procedure adelante - s introducer sheath in process and final inspections the inspector performs a visual inspection and verifies the assembled sheath matches specification, verifies the snap lock cap is placed properly onto sheath hub and free of cracks, verifies the snap lock cap is securely in place and the tabs are completely into the slots, verifies sponge center hold is aligned with seal center hold and clear of any cut out piece, and verifies sponge is fully lubricated and placed properly. The leak test is performed per procedure leak test - introducer with seal- electronic tester. Per procedure adelante-s sheath final assembly: perform a leak test on all adelante-s model sheath assemblies per latest revision for 100%. Per IFU, under the warnings section, the IFU states, "infusion through the side port can be done only after all air is removed from the unit." Under the precautions section, the IFU states, "aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation." "Dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. Never advance or withdraw guide wire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action." Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that during implant after axillary venopuncture sheath was placed. When physician retracted syringe air was easily pulled into line. Another sheath from same lot was used and gives same result. Air continued when a thumb was placed over valve so that was not likely the source. Different sheath was used and it functioned without problem. There was no patient complications have been reported as result of this malfunction. No additional information is available.